Event description:
As per the reporter screwdriver handle was broken during operation.

Manufacturer narrative:
The reported event could not be confirmed because the device was not returned for evaluation hence it is not possible to perform the product specific examinations and the root cause for the reported event cannot be determined. However, according to the provided email it was stated per service technician that the damage of the product was caused due to the use/misuse at the customer site. Device not returned.

Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
As per the reporter screwdriver handle was broken during operation.